Event description:
I got my mentor breast implants in 2009. Several years later I started having health problems. I have had spinal tapes, MRI's, CT's, mra's, x-rays, medications, mrcp, contrast with and without, multiple endoscopies, gall bladder removal, hydascans, nuclear scans, ra testing, tons and tons of bloodwork, weight gain, inflammation, fatigues, memory loss, hair loss, muscle and joint pain, eye twitching, low libido, bruising, throat clearing, difficulty swallowing, ear ringing, light sensitivity, sound sensitivity, gastro and digestion problems, ibs, food intolerances, headaches, heart palpitations, all joint pain, swollen and tender lymph nodes, numbness and tingling in arms, legs, hands, feet, back of head, shortness of breath, chest discomfort, pain and burning sensation, anxiety, depression. I had about 80% of the breast implant illnesses symptoms. I went to 4 different pcp last year and no one could figure me out. I was added to a bii facebook group page, I started researching the thousands of women's stories and they stories were like mine. I went for consult this year in may, I explanted in june of this year and from day one my hip pain has been gone. My ibs, gastro issues are gone, my choking and food intolerances are gone, I have lost 18 lbs so far and it's only been since june the 9th of this year. The implants were killing me. It got to the point that I couldn't hardly get out of my own bed and walk. I felt like I was dying. These women needs compensation for the toxic bags that took years of their life and in some cases gave them irreversible disease and cancer. My health has turned around. I am a different person since getting those toxic bags taken out. I am up to 5-7 miles a day and back in the gym. I could hardly make it through my workdays months ago. Breast implants need to be taken off the market. Thank you. Not totally sure because when I had the implants I would have problems swallowing and choking and they tried to say it was gerd or that I needed to stretch my esophagus. I don't have that problem now. FDA safety report ID# (B)(4).